Manufacturer narrative:
Arjo was notified about an incident with involvement of mk1 pool lift. It was reported that device's lifting wire snapped during lowering the resident into the pool. The lift's seat slid down into the water from height of 50 cm to the bottom of the jib. The patient was slowed down by the water, but went into the hiding for a short moment. The resident bruised the arm to the armrest. According to the collected information no treatment was applied. The involved pool lift was inspected by the arjo representative. The device was found to be in good condition and without signs of rust. It was confirmed that the lifting wire was ruptured 67 cm before the end. The wire itself was good condition. No sign of damage on the drum was detected. Mk1 pool lift is legacy product. The pool lift is a stationary lift that has to be mounted in or onto the poolside floor before resident transfer. It has been designed to transfer residents from the poolside into the pool and the other way around, using a chair or stretcher that has been specially designed for the pool lift. Operating and product care instructions booklet (IFU/opci, document number dx10380.gb issue 3 dated on october 2002 - earliest available version) provides information and pictographic signs which instruct how to use the pool lift. It provides also the following service related warnings (p. 12): "warning: arjo recommend that the pool lift is maintained at regular intervals, see arjo preventative maintenance schedule (arjo literature part no. Dx10500.gb)" "the components listed below are critical to the safe operation of the pool lift and must be regularly examined and replaced at the following intervals: wire rope:- inspect every six months and replace if necessary. Wire rope and drum assembly:- replace regardless of appearance, every two years." The IFU quoted above includes a reference to the preventive maintenance schedule (dx 10500.gb/int issue 1 dated on february 2001) for this pool lift where the same requirements are given. The claimed device was not under the arjo service contract, but was maintained by the 3rd party company. Based on the review of a service documentation provided by the 3rd party there were two services conducted in 2018. The first one was performed on 2018-jan-11. According to the provided checklist the service contractor has replaced the lifting wire and drum kit (ds1044). Neither the delivery note nor invoice was available. The wire was not supplied by arjo neither to the customer nor to the service company. The 3rd party representative stated that they have received a repair kit from another hospital. The company also did not provide an invoice for the replacement to the customer facility. Based on the information presented above it is not possible confirm that the preventive maintenance was followed and require parts were replaced according to schedule. If the wire was replaced during the mentioned service, then it is not possible to determine the part's origination and condition before installation as well as the installation procedure followed by the 3rd party employee. The second mentioned product service was carried out on 2018-jun-29. As per the provided checklist it consisted of the through device inspection and according to the final notes no issue was found and device was functioning correctly. The review of reportable events with the involvement of the mk1 pool lift in last years revealed a limited number of similar incidents. In summary, according to the customer allegation, the device's lifting wire snapped and the chair fell off the lift, so the device was not according to the manufacturer's specification. The pool lift was used for a patient hygiene at the time of event. This complaint was decided to be reported to the competent authorities due to information that a malfunction resulting in patient fall and injury occurred.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified about an incident with involvement of mk1 pool lift. It was reported that wire snapped during lowering the resident into the pool. The lift's seat slid down into the water from height of 50 cm to the bottom of the jib. The patient was slowed down by the water, but went into the hiding for a short moment. The resident bruised the arm to the armrest. According to the collected information no treatment was applied.

Manufacturer narrative:
The involved device was evaluated by the arjo representative. According to the inspection results the lifting wire was ruptured 67cm before the end. No sign of damaged areas on the gearbox identified. No sign of rust or other damage. The device was serviced by the 3rd party service provider and the last maintenance was performed (B)(6) 2018. The request for a service history documentation for the involved device was sent to the 3rd party company, which holds a service contract for the claimed unit. The obtained data is under further review and analysis. Additional information will be provided within the next report.